Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the tubing had a break in it. The device was removed and replaced. The patient is expected to fully recover.